Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm system, which includes the mast roller pump referenced in this report. The event occurred in turin, italy. Livanova has initiated an investigation into the reported issue to determine the root cause of the failure.

Event description:
Livanova deutschland has received a report concerning an s5 heart-lung machine (hlm) mast roller pump 150 that displayed a motor control failure upon being powered on. The issue occurred prior to the initiation of extracorporeal circulation. No patient injury has been reported.